Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the stylet/guidewire was kinked/buckled, the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the physician rotated the helix deployment ring ten to sixteen times but the helix would not fully extend. When the helix was partially deployed, the stylet was locked in the lead. Once the helix was fully retracted, the stylet was freed. This occurred three times. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.